Manufacturer narrative:
The reported complaint of possible quattro catheter leak was not confirmed during the functional testing. No device malfunction was observed during the testing of the returned catheter. The catheter worked as intended. During functional testing of the returned catheter, all infusion ports and extension tubes were flushed without resistance, except for the distal and proximal luered tubing due to blood clogged. The received saline bag had no blood tinge. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation, and all lumens were flushed as intended. In addition, the returned catheter was connected to a known good start-up kit (suk) and ran on a peristaltic pump for 10 minutes. No issues or leaks were observed. During further functional testing, the returned catheter was connected to the returned suk and was tested in the thermogard xp ivtm system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak was observed on the catheter. The catheter performed as intended. Date of event is unknown.

Event description:
During the ivtm treatment for the (B)(6) years old male patient, the user noticed blood-tinged in the saline bag and observed an empty saline bag. No further information was provided. The patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.